Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on unknown date due to high blood glucose. Blood glucose at the time of event was 16 mmol/l. Customer's blood glucose was 52 mmol/l in the morning. Insulin pump was not functioning and not delivering insulin as needed. The insulin pump will not be returned for analysis.